Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 419 mg/dl. The customer had a alarm due to reservoir occlusion. The customer reports the alarm was resolved by a complete set change. The customer was advised to do complete set change as soon as possible . The customer did not able to trouble shoot at time of call due to unable to determine the cause of the issue. The customer was returning the product base on her request.